Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt stated they had their ins device go off before. Pt mentioned having many back surgeries which are not related to the pump. Pt mentioned getting gall bladder out due to oxy and cancer and states there is too much scar tissue in order for implant to work again and so they decided to put in the pain pump. On (B)(6) 2024 agent made outbound call to the patient to gather more information on not being able to use the implant. Pt stated there is just too much scar tissue. Pt stated they removed everything as far as the implant goes. Pt states all the implanted devices and leads have been removed. Pt stated lost 10lbs one month because only felt in legs to hips. Pt mentioned they discovered a diet plan.